Manufacturer narrative:
Product event summary: image files were received and analyzed. The afapro28 balloon catheter with lot number 17539 was returned and analyzed. The image files received show a balloon catheter with a mapping catheter partially inserted. The lot number of the product was not discernible from the image. The reported issue was found to be plausible in the image. The balloon catheter was visually inspected and no anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 16 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillations or overshoots. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 0.638 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the ki nk. In conclusion, the difficulty inserting the mapping catheter into the balloon catheter was confirmed through analysis and the balloon catheter failed return inspection due to a guide wire lumen kink/twist 0.638 inches proximal to the catheter tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, it was difficult to advance the mapping catheter into the balloon catheter. Despite the difficulties, the mapping catheter was able to be inserted; however, when the tip was out of the balloon, the operability was not as expected as the ring electrode part of the mapping catheter did not enter the balloon and did not advance further. The mapping catheter was retracted back into the balloon catheter and then was unable to be advanced back out. The mapping catheter was replaced which improved the issue, but did not resolve it completely. The case was completed with cryo. No patient complications have been reported as a result of this event.